Event description:
On 13 august, 2008, the distributor reported that on an unk date, the screw on the rod caliper had worked itself loose. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the event occurred in surgery. Product is an instrument ,and is not implantable. Eval is pending.